Event description:
The laser energy is out of cynosure specification and it is less than 20% below nominal. No patient injury is associated with this complaint.

Manufacturer narrative:
The laser energy is out of cynosure specification and the energy is 20% less than nominal. Customer is aware that the flash lamp needs to be replaced and has been advised of the risk and has declined to change the lamp.